Manufacturer narrative:
Investigation summary: it was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. Post-ablation, the patient's blood pressure dropped. Cardiac tamponade was confirmed by echo. Pericardiocentesis was performed to remove 675 ml of fluid from the pericardium. The patient was reported to be in stable condition after pericardial drain. It is unknown if extended hospitalization was required as a result of the event. Patient¿s outcome is fully recovered. The device was visually inspected, and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor was tested, and it was working properly, the force values were observed within specifications. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, the irrigation and deflection test were performed, and it was found within specifications, the catheter was irrigating and deflecting correctly. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacturer's reference # (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. A manufacturing record evaluation was performed for the finished device 30136420l number, and no internal actions was found during the review. Concomitant products: non-biosense webster, inc. Product - baylis medical - baylis transseptal needle, catalog #: unknown, lot #: unknown; non-biosense webster, inc. Product - st. Jude medical - agilis sheath, catalog #: unknown, lot #: unknown; biosense webster, inc. Product - carto® 3 system, catalog #: unknown, serial #: unknown. Manufacturer's reference # (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. Post-ablation, the patient's blood pressure dropped. Cardiac tamponade was confirmed by echo. Pericardiocentesis was performed to remove 675 ml of fluid from the pericardium. The patient was reported to be in stable condition after pericardial drain. It is unknown if extended hospitalization was required as a result of the event. Patient¿s outcome is fully recovered. The physician did not provide a causality opinion. No error messages were observed on any biosense webster, inc. Equipment. Transseptal puncture was performed with a baylis transseptal needle. An agilis sheath was used during the case. The generator was used in power control mode at 40 and 50 watts. The power did not titrate during the ablation. The patient received anticoagulant (unspecified). The activated clotting time (act) is unknown. The shaft proximity interference (spi) value is unknown. The thermocool® smart touch® sf bi-directional navigation catheter was not in close proximity to another catheter and it was zeroed after the initial warm-up phase post catheter connection to the carto3 patient interface unit (piu). The carto 3 system indicated to re-zero the catheter at the beginning of the procedure.